Event description:
Due to brown discoloration around the hose clamps, cardioquip epidemiology recommends an internal water pathway replacement.

Manufacturer narrative:
During preventative maintenance, photos of tubing were sent to cardioquip epidemiology by a service technician onsite. Due to the discoloration of the tubing, epidemiology recommended that the device undergo an internal water path replacement. Cardioquip notified the customer of the recommendation and then the device went through an internal water pathway replacement. Afterwards, according to lab results, the cfu count was within the acceptable limits per wi-09. Following the repair, the device was inspected and fully functional. The device was shipped back to the customer on (B)(6) 2023.